Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2014 and suture was used to close the site. Two days post op the patient developed a rash.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.